Event description:
It was reported that the patient faced high infection at infusion set insertion site and was treated with medication on (b)(6)2025.

Manufacturer narrative:
MDR (b)(4)/ Initial 1 of 1Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA Action Plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 CFR Part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged Additional information - This MDR is being submitted to include the below:H6: Investigation results under Type of Investigation, Investigation Findings, Investigation ConclusionsH10: Related Report NumbersH11: Investigation summaryComplaint Investigation ResultsA complaint investigation was performed based on the event description and the assigned malfunction code No malfunction based on complaint information. Additional information was requested to support the investigation; however, a lot number or any product specific information was not provided. No device, device components, or other visual or physical evidence was made available for evaluation. Consequently, visual inspection, retain-sample testing, or the assessment of potential product performance issues, component integrity, or manufacturing defects could not be performed. In response to the complaint and due to the absence of a specific lot number, a high-level review of manufacturing controls for the Contact Detach (TruSteel)product family was conducted to document the routine controls used to detect potential defects at the product family level. The review identified the following controls in use for the Contact Detach (TruSteel) product family, including:100 visual inspections during tubing and connector gluing, verifying glue level, correct assembly of PCap/Luer/SC1/TCap, tube condition (not stretched, no bruising), absence of contamination, connector integrity, and needle condition (orientation, damage, length).100 functional testing during assembly, including flow tests performed Sampling verification under AQL 0.65, including visual and functional tests such as:Water leak test Static tension tests:Tube to connector and tube toluer Needle retention Flow testing Visual inspections for glue curing, absence of bubbles, proper tube location, connector alignment, and protective cap installation.Corrective and Preventive Action (CAPA) Determination Based on the investigation, no further action is required. The record will be closed and monitored through tracking and trending per Work Instruction (WI) (Monthly TRIPS and Alerts).Complaint Investigation Results:Upon review of the event description and assigned malfunction code No malfunction based on complaint information; it was determined that the complaint does not allege a product malfunction occurred while the product was being used as intended. No specific lot number/evidence was provided, which limits the ability to trace or analyze a particular item.CAPA Determination - Conclusion:Based on the investigation, no further action is required. The record will be closed and monitored through tracking and trending per Work Instruction (WI) (Monthly TRIPS and Alerts).Complaint investigation - Conclusion:Based on the limited information available, the investigation was completed, and no product malfunction was alleged or identified. The complaint could not be confirmed due to insufficient information, and the record is being closed based on the event description and the information provided in the complaint.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545Manufacturing Site: 8021545